Event description:
It was reported that the customer started using the product on oct 16th for regular replacement. Two (2) days after that (on oct/18), a subcutaneous emphysema appeared on the patient's skin. The customer changed the product to another new one.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: one (1) sample was returned for evaluation. Returned sample was visually inspected. No damage nor deformation was observe. The tube body which is during use placed into stoma had no holes, cuts nor any other abnormality which could cause air leak into stoma. Also, the inflation system of product was checked by 12 hours inflation test (which is done as part of manufacturing process) and no air leak was observed. The instructions for use (IFU) warn that the suction lumen must not be used in a freshly formed stoma as air intended for vocalization may leak through the stoma preventing speech or cause subcutaneous emphysema. No fault of the returned sample was observed; it is believed that reported incident was not caused by tracheostomy tube malfunction. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Corrected data: the type of reportable event was incorrectly marked as serious injury, in the initial report.